Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04480. It was reported the pt had been in an automobile accident. X-rays revealed the ipg had shifted over about 4 inches under the skin in her right buttock. Since the incident, the pt had received a burning or stabbing sensation at the ipg pocket site. It was reported the impedances of the lead were low to normal. It was also reported the sensation was worsened with the stimulation turned on, or with the amplitude turned up. The physician planned to undertake surgical intervention at a future date to interrogate the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.